Event description:
The time of event is unknown. There was no report of patient harm. Video image failure(fluid damage).

Manufacturer narrative:
The product was returned to pentax medical for repair. Our technician checked the returned unit and confirmed that the cmos module with drive pcb fluid damage. Based on the result, we concluded that it was caused due to the fluid damage from the cmos module with drive pcb. In addition, our technician confirmed that the remote control buttons cracked, the segment corroded, the segment corroded, the operation channel (primary) leak, the remote control buttons leak, the distal body worn out, and the cmos module with drive pcb distorted image; however, these defects are not the main cause, and/or irrelevant to the alleged complaint. Based on the technical report and/or the risk analysis results, it was evaluated to submit MDR.